Manufacturer narrative:
The pod was received with the cannula deployed. No issues were found that would result in the needle deploying early. The pod ran for 3555 pulses. Although no issues were noted with the needle mechanism, it cannot be determined when the device deployed. Small cracks were found on the outer housing. It could not be determined when these cracks had occurred. Inspection of the device along with the data suggest that the small cracks had no effect on the device's functionality.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Changing your pod: chapter 3 / pages 33; warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
It was reported that the needle deployed early when the pod was being activated; this indicates a needle mechanism failure. The pod was not worn.